Event description:
The port was placed 6/26/96 for chemotherapy. After the pts mastectomy, the port was no longer needed, so the surgeon decided to remove the port on 10/04/96. During removal of the port, only 1/3 of the catheter remained attached to the port.